Event description:
The stimloc lid did not fit properly because the parts inserted into the stimloc base were not symmetrical. A new stimloc was used and there was no pt injury.

Manufacturer narrative:
(B)(4).